Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was evaluated by a field service engineer (fse) and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely occurred due to printed circuit board failure. In addition, since was confirmed that one screw is broken inside the chassis, there was a possibility that the device was damaged because it was hit against hard object, or due to vibration/impact caused by dropping. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had new software system installed and while testing it was found that output from the composite signal of cv-109 had no signal appear on the screen. The field service engineer (fse) checked and found that the standard definition video signal and composite signal are not working and suggested that the processor needs further inspection. There were no reports of patient harm.